Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Reportedly, the dragonfly catheter was unable to cross the lesion during the procedure, as the tip was found to be bent. Therefore, the device was removed and another dragonfly catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Visual inspection of the returned device revealed that the dragonfly opstar imaging catheter's window tube was torn exposing the torquewire.

Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods (scanning electron microscope [sem] imaging) were performed on the returned device. The reported failure to advance was not able to be confirmed; however, the reported deformation due to compressive stress was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported deformation due to compressive stress and failure to advance which resulted in a tear/cut to the catheter sheath appear to be related to circumstances of the procedure. The catheter was returned with several kinks, and one of which had resulted in a cut/tear to the sheath¿which is consistent with the reported damage and will contribute/cause the reported failure to advance. Based on the additional sem testing performed, it was concluded that the force which caused the torquewire damage was likely the cause of the kink as well, with the kink in the sheath being secondary to the window tube tear. It was determined that the tear was a result of the mechanical interaction at the outer diameter of the sheath. In this case, it is likely that either an interaction with patient's anatomical conditions occurred, or the catheter damage occurred during removal from introductory needle. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.